Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.